Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient felt palpitations after having rate response adjusted. The physician reprogrammed the device in order to try to reduce the sensation of pacing while providing pacing support during activity. Ventricular safety pacing was turned off. The patient reported feeling the pacing again a month later but declined a holter monitor because they were feeling better. The device is still in use. No patient complications have been reported as a result of this event.